Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During a cardiac arrest of an overdose victim the emt-p placed an adult blue io needle with the ez io in the proximal tibia. While attempting to remove the inner trocar, it appeared to be fused to the outer catheter. An attempt was made to break it free with pliers without success. Another ez-io line was placed. The patient's condition was reported as deceased.

Manufacturer narrative:
(B)(4). A review of the manufacturing records was performed. The lot passed all acceptance criteria and there were no findings which would have caused or contributed to the reported event. No sample was returned or photo provided by the customer. Based on the available information, the complaint could not be confirmed and no cause identified. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
During a cardiac arrest of an overdose victim the emt-p placed an adult blue io needle with the ez io in the proximal tibia. While attempting to remove the inner trocar, it appeared to be fused to the outer catheter. An attempt was made to break it free with pliers without success. Another ez-io line was placed. The patient's condition was reported as deceased.

Manufacturer narrative:
(B)(4). Based on the follow up medical clinical review the device defect did not contribute to the patient's death. Another line was immediately placed in which multiple medications including naloxone, epinephrine and fluids were infused. The patient was unresponsive for an unknown period of time prior to ems arrival secondary to a suspected overdose and did not have any bystander CPR. Ems continued acls protocol and after twenty minutes without rosc discontinued resuscitation efforts and pronounced the patient deceased as per the ems agency protocol.

Event description:
During a cardiac arrest of an overdose victim the emt-p placed an adult blue io needle with the ez io in the proximal tibia. While attempting to remove the inner trocar, it appeared to be fused to the outer catheter. An attempt was made to break it free with pliers without success. Another ez-io line was placed. The patient's condition was reported as deceased.